Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a modified technique for removal of an expert tibial nail due to non-union on (B)(6) 2018, a cannulated connecting screw cross threaded in nail and stripped out. The surgeon pivoted using standard extraction screw without incident. The hammer guide would not interface with the extraction screw so the surgeon pivoted using an unknown hammer guide from expert retrograde/antegrade femoral nail (ex rafn) set and nail was removed without incident. The procedure was successfully completed with two (2) minutes surgical delay. Patient outcome was as planned. This complaint is for one (1) 10mm ti cann tibial nail. Concomitant device reported: unknown extraction screw (part# unknown, lot# unknown, quantity# 1) cannulated tibial nail (part# 04.034.458s, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).